Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed a color chip failure error message. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/22/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010. The patient reported blood glucose results of "111 mg/dl" with the subject meter and "82 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. On (B)(6) 2010, the patient visited his physician's office and was advised to continue testing on another device until the subject meter could be replaced. The patient denied developing symptoms. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.